Event description:
It was reported through a social media post, that the patient had experienced difficulty with pods "ripping off" which resulted in having to use more pods than usual. The patient also reported experiencing a seizure. No specific blood glucose readings were provided. The social media posting was responded to by insulet, requesting to have the patient contact product support for further information. No new information has been provided at this time. If additional information becomes available at a later time, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.